Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure (batch no. 808913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, anxiety, eczema, mixed hyperlipidemia, acute pancreatitis, irritable bowel syndrome and adenomyosis. Concurrent conditions included nauseous, urinary urgency and low back pain. Concomitant products included cetirizine hydrochloride (zyrtec) since 1987, esomeprazole since 1987, fexofenadine hydrochloride (allegra) since 1987, hydrocodone bitartrate; paracetamol (vicodin), olopatadine hydrochloride (pataday) since (B)(6) 2014 and paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("uti/ infection (bladder/ urinary tract/vaginal) type: uti"), fatigue ("fatigue") and hot flush ("hormonal changes :- hot flashes"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and vulvovaginal pain ("vaginal area pain") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics and surgery ((B)(6) 2015, hysterectomy(full) supracervical hysterectomy (uterus only). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, vaginal haemorrhage and vulvovaginal pain had resolved, the bladder disorder, urinary tract disorder, urinary tract infection, fatigue and hot flush outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fatigue, hot flush, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs received reporter information, lot no was added. New event added vaginal bleeding, vaginal pain. Event outcome added. Hormonal changes event updated to hot flashes. Treatment drug and lab test updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure (batch no. 808913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, anxiety, eczema, mixed hyperlipidemia, acute pancreatitis, irritable bowel syndrome and adenomyosis. Concurrent conditions included nauseous, urinary urgency and low back pain. Concomitant products included cetirizine hydrochloride (zyrtec) since 1987, esomeprazole since 1987, fexofenadine hydrochloride (allegra) since 1987, hydrocodone bitartrate;paracetamol (vicodin), olopatadine hydrochloride (pataday) since (B)(6) 2014 and paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), urinary tract infection ("uti/ infection (bladder/ urinary tract/vaginal) type: uti"), fatigue ("fatigue") and hot flush ("hormonal changes :- hot flashes"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and vulvovaginal pain ("vaginal area pain") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics and surgery ((B)(6) 2015,hysterectomy(full) supracervical hysterectomy (uterus only). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, vaginal haemorrhage and vulvovaginal pain had resolved, the bladder disorder, urinary tract disorder, urinary tract infection, fatigue and hot flush outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fatigue, hot flush, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2015, hysterectomy(full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and menorrhagia had resolved and the bladder disorder, urinary tract disorder, urinary tract infection, fatigue, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporter and patient demographics were added. Lab data added. Updated suspect drug indication. Event injury nos deleted and new events pelvic pain, dysmennorhea (cramping), abdominal pain, menorrhagia (heavy menstrual bleeding), bladder problems, urinary problems, uti, fatigue, hormonal changes and weight gain added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure (batch no. 808913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, anxiety, eczema, mixed hyperlipidemia, acute pancreatitis, irritable bowel syndrome and adenomyosis. Concurrent conditions included nauseous, urinary urgency and low back pain. Concomitant products included cetirizine hydrochloride (zyrtec) since 1987, esomeprazole since 1987, fexofenadine hydrochloride (allegra) since 1987, hydrocodone bitartrate;paracetamol (vicodin), olopatadine hydrochloride (pataday) since (B)(6) 2014 and paracetamol (tylenol). On(B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), urinary tract infection ("uti/ infection (bladder/ urinary tract/vaginal) type: uti"), fatigue ("fatigue") and hot flush ("hormonal changes :- hot flashes"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vulvovaginal pain ("vaginal area pain") and sleep apnoea syndrome ("other injury or complication please describe: sleep apnea") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics and surgery ((B)(6) 2015,hysterectomy(full) supracervical hysterectomy (uterus only). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, vaginal haemorrhage and vulvovaginal pain had resolved, the bladder disorder, urinary tract disorder, urinary tract infection, fatigue, hot flush and sleep apnoea syndrome outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fatigue, hot flush, menorrhagia, pelvic pain, sleep apnoea syndrome, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2020: pfs received event " other injury or complication please describe: sleep apnea" was added. Concomitant drug was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.